Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 426 mg/dl at the time of incident. Customer stated that when she realized that her blood glucose was not going down despite the multiple bolus attempts, they manually injected insulin and changed to a new one instead. Customer declined to troubleshoot for high blood glucose and prefers to proceed with replacement as she had gone through this several times before and aware of what actually happened. The insulin pump will not returned for analysis.